Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The following investigation is based on the images provided in attachment(s) ¿img_1887.jpeg¿ customer quality investigation: two xrays of the ti vectra-one plate 2 level/28mm (p/n 04.613.178 lot unk) was received showing apparent aperture between the cervical spine and the plate due to the lack of the security between the screw and plate. The complaint condition is confirmed as the screw and plate are not securely locked, causing the screw to back out and aperture between the plate and cervical spine. As the implant(s) were not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the provided xray. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no product design/manufacturing issues or discrepancies were observed (based on the xray) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the top titanium variable angle screw on a two (2) level titanium vectra one plate was partially pulled out. This was discovered on a six (6) week post-op x-ray after the patient underwent an anterior cervical fusion procedure on (B)(6) 2019. There was no deficiency, allegation, malfunction against the two (2) level plate other than the clip did not keep the top screw locked in. There was no plan of removing the device. Procedure outcome is unknown. Patient is clinically fine. Concomitant device: unknown screws (part unknown, lot unknown, quantity 2). This complaint involves two (2) devices. This report is for one (1) ti vectra-one plate 2 level/28mmm. This is report 2 of 2 for (B)(4).